Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The customer reported they were using the incorrect test set-up during testing. There were no issues with the air flow accuracy and the customer requested that onsite support be cancelled.

Event description:
It was reported that the unit fails oxygen flow testing. There was no patient involvement. Event date not specified; estimate used.